Manufacturer narrative:
H11 - correction to the b5 of the initial report previously submitted. Complete information was available, but some parts were missed to be included. Event/problem description should have stated: philips received a complaint on the v60 ventilator indicating that there was a blower stalled alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was being prepared for preventative maintenance service, but the device produced a blower stalled alarm, and the blower did not produce any output. The asp confirmed the error code was in the device event log and there was no increase of the blower rotations per minute (rpm) above 3000 when the pressures were set in the diagnostic screen. The rse provided the customer with part information for the blower assembly to order a replacement. In a good faith effort (gfe) response from the customer, it was confirmed that the blower assembly was ordered, received, and replaced. The device issue was confirmed to have been resolved. The device began to operate properly and has been placed back into service. H6 codes (evaluation results code, component code, and conclusion code) are updated accordingly.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower stalled alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was being prepared for preventative maintenance service, but the device produced a blower stalled alarm, and the blower did not produce any output. The asp confirmed the error code was in the device event log and there was no increase of the blower rotations per minute (rpm) above 3000 when the pressures were set in the diagnostic screen. The rse provided the customer with the part information for the blower assembly to order a replacement. This investigation is ongoing.